Event description:
I had a 14mm x 60 mm protege self expanding nitinol stent placed into my left renal vein in (B)(6) 2015. The vascular surgeon did not explain the potential problems for it, and it ultimately migrated through my renal vein, through my ivc and penetrated into the edges of my liver. Trying to find a surgical team to remove the stent and salvage my left kidney was horrible, and we ended up having to travel hundreds of miles to gather a team to remove it. Stents are not made for veins, and surgeons overlooking this absolutely would've cost me my life, had I not found the surgical team to help. The vascular surgeon who placed it pawned me off to a different dr who wanted to attach a second stent to the already migrated one? FDA safety report ID# (B)(4).